Event description:
The customer reported an error message. The customer brought in a loaner system and was able to complete the case. The case was delayed one hour with no pt injury.

Manufacturer narrative:
The customer service rep examined the system. The event log indicated the error message one time but the customer service rep could not duplicate the complaint. The front panel pcb and the host assembly were replaced as a diagnostic step to solve the error message. The system was tested and passed product specifications. The parts replaced were sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.